Event description:
It was reported that this pacemaker exhibited low amplitudes and oversensing of noisy signals on the right ventricular (rv) lead channel. Isometrics were performed. No noise was observed. Additionally, the device exhibited high capture thresholds and loss of capture (loc). The health care professional (hcp) reprogrammed the device, but the patient was symptomatic from the reprogramming. The hcp is to send more data for further review. Technical services (ts) stated that there are limited options due to the patient condition. The device remains in use. No adverse patient effects were reported.